Manufacturer narrative:
Model number/catalog number: sc-8352-50, serial number: (B)(4), batch/lot number: 17853331, model/catalog description: coveredge x 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient will undergo an explant procedure due to infection.

Manufacturer narrative:
Additional information was received that the infection was located at the pocket site. Symptoms of drainage and tenderness at pocket site were noted. It was stated that infection was not device or procedure related. Antibiotics were prescribed. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient will undergo an explant procedure due to infection.